Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Access was obtained via the femoral artery. The lesion being treated was located in the proximal left main coronary artery to the apical left anterior descending artery. The physician predilated the target lesion with an unspecified balloon. Then, using a non-bsc guide catheter and guide wire, a 3.00x20mm promus element stent delivery system (sds) was advanced to the target lesion. However, the sds was unable to cross the lesion and it was noted that the guide catheter was not well positioned. The physician pushed the guide catheter and the stent dislodged onto the guide wire. The dislodged stent remained on the guide wire and was removed as a unit along with the guide catheter and sds, the guide catheter was exchanged for another non-bsc guide catheter and 3 non-bsc stents were implanted from distal to proximal to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was damaged and stretched along its entire length. A visual and microscopic examination also identified kinks along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgment occurred. Access was obtained via the femoral artery. The lesion being treated was located in the proximal left main coronary artery to the apical left anterior descending artery. The physician predilated the target lesion with an unspecified balloon. Then, using a non-bsc guide catheter and guide wire, a 3.00x20mm promus element stent delivery system (sds) was advanced to the target lesion. However, the sds was unable to cross the lesion and it was noted that the guide catheter was not well positioned. The physician pushed the guide catheter and the stent dislodged onto the guide wire. The dislodged stent remained on the guide wire and was removed as a unit along with the guide catheter and sds, the guide catheter was exchanged for another non-bsc guide catheter and 3 non-bsc stents were implanted from distal to proximal to complete the procedure. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).